Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device's internal paddles did not deliver a shock. We are considering this to be a serious injury as a delay in treatment during use with internal paddles may have occurred. Additional details have been requested.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This case was discovered to be a duplicate of (B)(4), submitted as MDR number 1218950-2019-01664. Please refer to (B)(4) for details on the investigation and outcome of this case.